Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the coupler between the motor and the gear box. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's md controller would not initiate the flip-flop motion when indicated. No pt injury was reported.